Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and shock impedances were around 120 ohms since 2023. The health care professional (hcp) confirmed that the implantable cardioverter defibrillator (ICD) was programmed to initial polarity and maximum energy shocks. This rv lead remains in service. No adverse patient effects were reported.